Event description:
It was observed that during the device evaluation, the subject device exhibited distal end had a burn and nozzle had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause for the event could not be determined. Regarding the burn event, it is possible that a high-energy treatment device was used (laser, radiofrequency) without ensuring a sufficient distance from the tip. The burn event is detectable and preventable by handling device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual (chapter 4 operation_4.3 using endotherapy accessories). The foreign object event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.